Manufacturer narrative:
H10: four (4) devices were received for evaluation. During visual inspection, the tubing was observed separated from the male luer in three of the four devices. The reported condition was verified. The cause of the condition could not be determined. The fourth device without any visual defect was functionally tested; including pull, pressure and clear passage testing and the device was found to be within product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unknown date(s) between (B)(6) 2020 and (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) one-link non-dehp y-type microbore catheter extension sets broke. The breaks were observed at the "junction where it attaches to the luer lock". The events occurred while connected to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.